Manufacturer narrative:
Manufacturer narrative. Updated sections: a1, b5, b6, b7, e1, and h6. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. Corrected data: based on new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 23mm 3000 aortic valve implanted for 16 year and 3 months, underwent a valve-in-valve procedure due to severe symptomatic aortic stenosis and mild insufficiency. Patient presented with nyha I. The procedure was performed successfully with a 23mm 9750tfx transcatheter valve. The patient tolerated the procedure well and left the operating room in stable condition. Patient was discharged home on pod# 1.according to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. The subject device is not available for evaluation as it remains implanted in the patient. No other details regarding this event have been provided at this time. Based on the available information, a definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a 23mm 3000 aortic valve implanted for 16 year and 3 months, underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 23mm 9750tfx transcatheter valve.